Manufacturer narrative:
Gender and patient weight were not provided and will be updated once additional information is received. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient passed away. Additional information was not provided.

Event description:
It was reported the patient was admitted for septic shock and multisystem organ failure. They were placed on levophed and responded well initially but had worsening acidosis. There was an attempt to place a central and arterial line but the patient went into cardiac arrest, pulseless electrical activity, and respiratory arrest. The patient was intubated, received direct current cardioversion (dccv) and had return of spontaneous circulation (rosc). The patient's family decline extracorporeal membrane oxygenation (ECMO). The patient was given increased pressor and decreased oxygenation and the family made the decision to withdraw care. The patient passed away on (B)(6) 2023. The death was not considered to be death related and the device operated as expected.

Manufacturer narrative:
H6: health effect clinical code - multiple organ dysfunction syndrome (3261). Manufacture¿s investigation conclusion: a specific cause for the patient's sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. He relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. No further information was provided. The manufacturer is closing the file on this event.